Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed there was a chip on the edge located near the color coding. The noted damage is consistent with material overload through the use of excessive force. Further examination of the returned trial also confirmed the presence of black particles firmly adhered to the surface of the device. The noted condition of the trial is consistent with customer sterilization/cleaning process and is not related to material or manufacturing defects. The investigation did not establish a need for corrective action for either condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the damaged attune trial and separate cracked shim/ insert.